Event description:
Information received indicates the bed casters were not braking or steering.

Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the our casters to repair the bed.